Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device longevity significantly shorter than expected. Device reached eri prematurely. The device was explanted and replaced.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported event and (B)(4), which was submitted on june 13, 2018. The correct code to supersede the initial (B)(4).

Event description:
New information received indicated that the device falsely delivered an alert for eri. Longevity calculation was within expected limits. Physician elected to change out the device. There were no complications and patient was in stable condition.